Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there is concern regarding line infusion clamp, causing inaccurate medication delivery could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model because no model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that sec tubing sets clamp was defective and caused inaccurate medication delivery. The following information was provided by the initial reporter: material no: sec tubing batch(lot) no: unknown it was reported that there is concern regarding line infusion clamp, causing inaccurate medication delivery.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sec tubing sets clamp was defective and caused inaccurate medication delivery. The following information was provided by the initial reporter: material no: sec tubing batch(lot) no: unknown. It was reported that there is concern regarding line infusion clamp, causing inaccurate medication delivery.